Event description:
Following a catheterization procedure, an angio-seal device was placed. Some time later the pt presented with a pseudoaneurysm. This pseudoaneurysm was repaired surgically. There have been multiple attempts to gather more info from the site. As of 4/10/1998 there has been no further info provided to the MFR.